Event description:
It was reported that this pacemaker exhibited low out-of-range pacing impedance measurements on the non-boston scientific right ventricular (rv) lead which triggered a lead safety switch to unipolar mode on march 21. The patient was seen in the clinic on april 14, and the device was reprogrammed. Reportedly, some days after the reprogramming, the non-boston scientific rv lead exhibited low out-of-range pacing impedance measurements, which triggered a lead safety switch to unipolar mode once more. Additionally, it was determined that oversensing of noise signals, which led to episodes of non-sustained ventricular tachycardia (nsvt). Programming options were discussed. At this time the product remains in service and no adverse patient effects were reported. Additional information received indicated that the patient was evaluated, and insulation degradation was suspected, however it was not confirmed. Programming options were performed. Additionally, it was noted that the rv pacing led to mild extracardiac stimulation in this patient. No adverse patient effects were reported. Currently, the product remains in service.